Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation or physical damage of the nozzle was observed, nor was any confirmation of an obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): -inspection of the endoscopic system olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had blocked 4 and 5 air/ water channels. The procedure was completed using the same device. There was no patient involvement the event occurred during reprocessing. Subsequently the device was evaluated and discovered foreign material clogged in the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The technical evaluation has confirmed the customer specified fault upon inspection it was discovered a white fibrous material was clogged in the nozzle due to user handling. Additional findings are as follows: (a.) The light cover glasses were chipped, (b.) The light cover glasses adhesive was uneven and the glue needed to be replaced, (c.) The optical cover glass was chipped, (d.) The optical cover glass adhesive was uneven, (e.) The outlet pipe condition was blocked and needed to be replaced, (f.) The distal end adhesive showed lifting, (g.) The switch button 1 condition was worn, (h.) The up/down and left/right angle was not up to specification (I.) The up/down and left / right angle play was out of specification, the air channel was blocked, the water flow and removal was not to specification, (j.) The water channel volume blockage was evident, and the electrical safety test was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.